Event description:
Caller reported a malfunction on the pump, identifying a specific malfunction code. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, but the issue recurred, leading to the decision to send a replacement pump. The caller was advised to use an alternate insulin delivery method and was provided with instructions for returning the faulty pump. The replacement pump would include updated software, and the customer was instructed on necessary setup procedures, all of which were understood and acknowledged by the caller.